Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was being revised for an unknown reason. During the revision procedure, the ra lead dislodged and a helix issue was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent and would not retract or extend within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was revised to reposition it.